Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate despite a wand being positioned over the device. A magnet was applied, tones were elicited and interrogation was then successful. There were no fault codes noted. No adverse pt effects were reported. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete, this investigation will be updated should further info be provided.